Manufacturer narrative:
The battery failed when tested in the charger. The complaint was confirmed. Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
There was no report of serious injury or illness associated with this complaint. A product problem (low battery) was reported to be associated with this complaint for a patrol pump, list #52036. The device was returned for testing and investigation and a product problem (low battery and battery failure) was confirmed and is considered likely to result in a serious injury or illness should it recur.